Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 29. October 2015: issue was detected out of the operating area. Device is available for investigation. No decontamination certificate available. Material is depuy synthes affiliate (B)(4).

Manufacturer narrative:
Device investigation summary ¿ the device was subjected with a functional test. It was detected, that the instrument worked without any problems. The occurrence was likely caused by an incorrect manipulation. Manufacturing and inspection records indicated there were no problems with the lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4). Manufacturing date: august 1, 2014. Cable tensoner quantity (B)(4). Lot was released to the warehouse on august 1, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a cable tensioner would not insert properly during a surgical procedure on an unknown date. The inserter kept jamming. No additional information available. (B)(4).